Manufacturer narrative:
Zoll has not received the thermogard console for investigation. A follow-up report will be submitted when the console is returned and investigation has been completed.

Event description:
As reported, the thermogard console (sn (B)(6)) powered off multiple times after being powered on, despite the presence of power. No information was shared with zoll about the patient's treatment status or if the system was intended for use on a patient or being tested.